Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer received a "scan again in 10" message for more than two hours while wearing the freestyle libre 2 sensor and was unable to obtain readings. As a result, customer experienced symptoms described as dizziness, sleepiness, and a seizure and had contact with paramedics who provided ranja and dextrose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section g-3 (date received by mfg) was incorrectly documented in the MDR follow up #1 report. The correct g-3 date for follow up #1 is may 05, 2021.

Event description:
Customer reported receiving low readings on the freestyle libre sensor and self-treating with a soft drink and dextrose. Customer then received a "scan again in 10" message and was unable to test, so paramedics were called and upon their arrival, a blood glucose test was taken. No treatment was provided as customer's glucose began to rise. The treatment of glucose is consistent with low sensor readings. Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Event description:
Customer reported receiving low readings on the freestyle libre sensor and self-treating with a soft drink and dextrose. Customer then received a "scan again in 10" message and was unable to test, so paramedics were called and upon their arrival, a blood glucose test was taken. No treatment was provided as customer's glucose began to rise. The treatment of glucose is consistent with low sensor readings. Therefore, based on the information provided, there is no indication that an adc device contributed to a serious injury. No report is required.

Manufacturer narrative:
This serves as a correction report. Upon review of call with reporter, it was determined that the adc device did not contribute to an adverse event and the reported issue is deemed non-reportable. Please disregard previously submitted emdr-110508. See